Event description:
It was reported that on (B)(6) 2010, due to acute coronary syndrome and st segment elevation myocardial infarction the subject underwent the index procedure with the deployment of two drug eluting stents one to the left main artery and one to the prox left anterior descending artery. On (B)(6) 2010, the patient was discharged from the hospital. On (B)(6) 2012, the patient was admitted to hospital, and had been experiencing chest pain and dizziness. The patient was taken to site by ambulance. Instent restenosis was observed in the study stents for which balloon angioplasty was performed. On (B)(6) 2012, the patient was discharged from the hospital. On (B)(6) 2012, the patient was admitted to hospital for in an ambulance and was diagnosed as having experienced a myocardial infarction. Revascularization was performed on the study stents for treatment of restenosis. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effects of angina, myocardial infarction, and restenosis, as listed in the promus everolimus eluting coronary stent system instructions for use (IFU), are known patient effects associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The other promus referenced is being filed under a separate medwatch MFR number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.